Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue started approximately 1 week prior to contacting lifescan. The patient manages his diabetes with exercise and oral medication ("jarbitol" 25 mg tablets; 1 half or whole tablet taken daily). The patient reported obtaining blood glucose readings of 188 mg/dl¿ with the subject meter and ¿120 mg/dl¿ on the other device, performed within 20 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported increasing his level of exercise in response to the alleged meter issue. The patient denied developing any symptoms due the alleged meter issue. At an unknown time following the alleged meter issue the patient contacted his endocrinologist for advice and was advised to increase the dose of his oral diabetic medication ("jarbitol").during troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. At the time of troubleshooting, the patient performed a control solution test on the subject meter and the result fell within the specified control solution range. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the quality control tests fell outwith specifications.

Manufacturer narrative:
The initial 3500a report should have stated that the result fell outside the specified control solution range and not within.